Event description:
Strabismus in left eye, secondary to restriction associated with miragel buckling element, 7-8-98. On 7-29-98, recurrent retinal detachment in left eye; treated with vitrectomy, membrane peel, fluid gas exchange, and laser. On 8-13-98, recurrent rhegmatogenous retinal detachment in left eye; treated with vitreous wash, fluid gas exchange and laser. On 7-8-98, removal of miragel buckling component from left eye.